Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt says the implant doesn't last as long in between charges. They said this started about a month ago and says it was sometime in (B)(6). Pt says that the therapy isn't helping as much and they are not noticing as much relief and says this has also been the last month. Pt says they think these things are related which is possible. Pt reports no falls or trauma. The patient was redirected to their healthcare provider to further address the issue.